Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was displaying an unknown error message that indicated "retest with new strip." This complaint was classified using the customer care advocate (cca) "documation". The reporter stated 10-15 minutes prior to the alleged issue he was vomiting and tested on the subject meter on (B)(6) 2013 at 6:30 am and the alleged issue occurred. The reporter denied receiving any medical treatment in response to his reported symptoms. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.